Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a vent inop condition; air valve liftoff failure, post timer/24v failure. If it were to occur during use it could cause the unit to shut down. If the unit shuts down an audible alarm will alert the user. No patient involvement reported.

Manufacturer narrative:
The customer did not approve the repair. No parts replaced.